Event description:
The reported malfunction is a reportable event. The complainant reported that during the implantation of a vaxcel pasv PICC had been therapeutically placed in a pt. The device hub cracked. There was no indication form the complainant of any adverse affect on the pt as a result of the reported problem. The inspection of the returned devices identified holes in the catheter tubing located distal to the suture wing.